Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an anterior cruciate ligament repair surgery, it was observed the vapr tripolar 90 suction elect device started working by itself while being positioned in a pocket attached to the drape without human interaction. It was reported that the sales person attended the surgery and advised the surgeon to deactivate the electrode with the blue button instead of the yellow one that did not respond. There was a two minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. No structural anomalies were found. The cable, connector and pins are in good condition. The device will be sent to the manufacturer for further review and analysis. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was received in its original packaging. The active tip is in used condition, procedural debris visible in suction area of tip. Handle assembly condition is good, no misuse. Cable and plug assembly are good, no misuse. No evidence of saline around switches. From our internal investigation performed on the returned complaint device, we were not able to confirm the customer reported event 'the electrode started working by itself while being positioned in a pocket attached to the drape without human interaction'. The device was found to pass both electrical and functional testing, and procedural debris was found in the suction area of tip. A green residue visible on and around the pcb was identified. Further investigation was requested on this. Senior process engineer investigated further and determined signs of saline ingress inside the handle of the returned device. Testing was conducted, flushing saline through the device to identify any leaks. A leak was found at the piston on the valve body. The return copper wire and the copper contact strips on the pcb both have green oxidization, due to being wet with saline. It is likely that the excess tissue debris in the tip of the device was causing a low flow rate through the device. This could have caused back pressure in the valve body to subsequently cause saline to leak into the handle. Finally, the saline ingress into the handle would have caused the switches to short out and self activate. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per the instructions for use; electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. Do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.